Manufacturer narrative:
After battery installation, the display was white with a black spot in the upper left quadrant. It was hard to see the menus. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, and on both the keypad and force sensor cables. Plus there was rust at the bottom of the motor assembly. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the display anomaly. Device received with a horizontal crack in the battery threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 6.7 mmol/l. The customer was assisted with troubleshooting and the display did not return after insulin pump restart. The customer also stated that the insulin pump had critical pump error. The customer stated that the contact on the battery cap and battery compartment was neither missing nor damaged. The customer also stated that the insert battery alarm did not display on the insulin pump screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.